Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. A 2.75x20mm promus element plus drug-eluting stent was selected for use to treat the lesion. However, it was noted that the stent was severely kinked. The procedure was completed with another of the same device. No patient complications were reported.